Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited over-sensing noise due to potential lead to lead contact or valve closure. Patient was brought into clinic. The right atrial lead exhibited far p oversensing. Programming changes were made on the atrial channel on 13 apr 2022. There were no adverse events on the patient.